Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that starting "probably 2 years ago now" the patient noticed when they went to lowes or home depot that they will get a "little jolt" when they walk through the screening devices at the doors and reported it "stimulates the implant." They haven't noticed this every time and didn't know if sometimes they turn off their security devices. The patient also noticed that they are having problems with their implant turning off spontaneously. They will notice they have had a return of symptoms and when they check their ins at that time their implant has been turned off. They can turn their implant back on but it will spontaneously turn off again. The patient recently flew and they did not turn their implant off when they went through the airport security scanner. They noticed implant turning off spontaneously starting "probably been a week ago maybe". The patient was redirected to their healthcare provider to further address the issue.